Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.

Event description:
It was reported that five days after a laparoscopic "dex" hemicolectomy procedure on the (B)(6) a CT showed "air" relating to the anastomosis. The patient was re-operated on the (B)(6) - where the surgeon found two leaks at the anastomosis site: a hole at 2cm anterior (in the side to side anastomose) relating to the proximal part of the staple line. There was also a hole at 3cm in the same staple line anterior relating to the distal part of the staple line. In the side to side anastomosis, they used a compression relating to a blue cartridge. The re-operation was an open procedure using a competitor's product. The condition of the patient immediately following the event was stable. The device and reload were discarded.